Event description:
It was reported that during implant of ra lead, a "non-peelable non medtronic 7 french sheath" was inadvertently used. The sheath was attempted to be removed from around lead with no success and the lead was damaged in the process. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and all conductors were cut. There was apparent explant damage. Further testing revealed that all conductors were distorted, distal conductor distorted, proximal conductor distorted, distal conductor blood/body fluid (not obstructed), all insulators breached cut, outer insulation breached cut, blood in/on helix/lobe mechanism.